Event description:
Additional information received from the patient's treating neurologist revealed that while he did not see the patient, he does feel that the any of the patient's issues were related to vns however further follow up is being performed with the patient's cardiologist. Good faith attempt to obtain additional information from the cardiologist have been unsuccessful to date.

Event description:
It was initially reported that a vns patient was in the hospital due to cardiac issues. The patient's heart rate was slow with several pauses and was hovering around 50 bpm. Later it was reported that the patient is experiencing issues with vomiting and nausea. The patient's caregiver is wondering if this is gastroparesis however this has not been officially diagnosed. Per the caregiver, the physician did not feel these events were related to stimulation as they began in (B)(6) 2011 and the patient has been implanted since (B)(6) 2002. The caregiver stated the issue could also be due to the group home where the patient resides. The patient started vomiting and had nausea since the first week of (B)(6) and would occur randomly throughout the day. Some days it would occur all day and others it would be occasional. The patient was taken to the hospital on (B)(6) 2011 due to dehydration from the nausea and vomiting. She was discharged on 10/14/2011 and prescribed zofran for nausea, and protonix, which appeared to help her, but by a few days later, it appeared to stop being effective. On (B)(6) 2011, she again went to the ER due to dehydration and was then discharged that same day. On (B)(6) 2011, the patient was taken to the hospital due to nausea, vomiting and dehydration. At that time she was noted as having heart issues (bradycardia and tachycardia) so she was transferred to the heart hospital for treatment. She is currently stable with medication, but a pacemaker may needed. The cardiologist doesn't appear to want to implant a pacemaker due to the potential for infection given the location of the vns and does not want to implant on the right side due to a mastectomy 17 years prior (pre-vns), which also required radiation treatment. Good faith attempts to obtain additional information have been unsuccessful to date.